Manufacturer narrative:
Philips service replaced the usb2.0 extender replacement kit and installed a firewall, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geo reset monitor issue caused the application to freeze during use on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.